Event description:
It was reported that the patient was brought to the hospital after the patient had fainted. It was found that the lead impedance was greater than 3000 ohms, the threshold had increased, and there as an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.